Event description:
The manufacturer received information alleging that in sales office, after completing the installation of the software version 1.06.10.00 and restarting, there was a phenomenon where the text appeared garbled on the device. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer service center for evaluation and when the device was powered on, a ventilator inoperative alarm was triggered. A software version upgrade was performed again, and the process completed successfully. The unit was then confirmed to start up normally.